Manufacturer narrative:
Device evaluation: review of the submitted system controller log file confirmed the reported low speed/pump stoppage events and associated alarms; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The submitted log file showed that multiple low speed/pump stoppage events were captured on (B)(6) 2018 from 12:28 pm ¿ 5:08 pm, resulting in low speed advisory/hazard and low flow hazard alarms as well as active motor stopped flags. Of note, during the pump stoppages on battery power, the voltage levels indicated that the charge of the patient¿s batteries drained exceptionally quickly to result in low battery hazard and no external power alarms, which is consistent with the reported event. Based on previous complaint experience and the patient¿s history of prior abnormal pump operation while connected to the mpu, the low speed/pump stoppage events recorded in the log file appeared consistent with potential driveline wire damage. The abnormal pump operation recorded in the log file occurred while the patient was operating on both the power module and on battery power, suggesting damage to at least two wires from different phases of the three-phase motor. However, the evaluation of the returned portion of the driveline did not confirm the suspected wire damage. Although driveline wire damage could not be confirmed through the evaluation of the returned device, a phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the reported no external power alarms recorded in the submitted log file. (B)(4) was returned with the driveline severed approximately 4.5 inches from the nipple of the pump housing and the remainder of the driveline was not returned. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The outer silicone sleeve and clear bionate layers showed no areas of damage. The metal braided shield of the returned driveline segment appeared to be in overall good condition with only one area of notable shield breakdown located adjacent to the nipple of the pump housing. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the device operated as intended. The evaluation did not identify a device-related issue that would have contributed to the reported low speed/pump stoppage events; however, approximately 33.5 inches of the entire length of the driveline was not returned for analysis and potential wire damage on that portion of the driveline could not be determined. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
History of stroke was mentioned in medwatch report MFR # 2916596-2015-01463 which occurred before patient started on any lvad. Age of device: 3 years, 5 months, 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that patient came to clinic reporting alarms such as low speed, no external power, multiple pulsatility index (pi) events and pump stoppages on (B)(6) 2018. Patient informed that alarms started while on batteries. Patient has a history of short-to-shield and stroke but denied disconnecting from both power sources. Manufacturer's technical service representative reviewed the log file and observed pump stoppages on (B)(6) 2018 which occurred both on power module and batteries. It appeared the short to shield has matured into a phase to phase short. Patient was asymptomatic during the event. Patient underwent a pump exchange on (B)(6) 2019. Pump was returned for analysis. No further information was provided.